Event description:
A pt with altered consciousness and incontinence had catheter inserted. When catheter was discontinued balloon would not deflate. Attending physician contacted, he saw pt and was also unable to make balloon deflate. S a result, he pulled catheter out with balloon intact, small amount of bleeding noted. No other tx required.